Event description:
It was reported the patient presented for initial procedure. During implant, the physician attempted to implant the right ventricular lead but tissue stuck to the helix. The physician removed the right ventricular lead and found the lead had an abnormal curve and the helix had been damaged. The physician elected to complete the procedure with another lead. There were no patient consequences.